Event description:
It was reported that during a pulse field ablation (pfa) procedure an nrg eeprom high flow 89cm c0 was selected for use, it was reported that the cable connection port connecting to the generator was damaged, making connection impossible. The procedure was completed with another of same device. No patient complications were reported. Device is not expected to return.